Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis indicated that the fiber was received in two pieces. Burn marks and melting were observed at the area where the break occurred, the reported complaint was confirmed. During functional testing, the aiming beam exiting the fiber tip was bright and round. It is likely that procedural handling and procedural conditions of the device during set-up, use or contributed to the fiber body break. A partial body break or kink could have occurred during the set up and when the customer went to use it for this procedure and fired it the fiber broke causing the burn marks on fiber body. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber burnt out during the procedure. Analysis of the returned fiber identified a break on the fiber body. The procedure was completed with another device. There were no patient complications.